Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown patient who used an implantable infusion pump. It was reported on (B)(6) 2016 that an unknown patient had things ¿breaking off and migrating.¿ the patient¿s status was unknown. The patient¿s medications were unknown. The patient¿s medical history was unknown.